Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller who stated the initial automatic gain control (agc) was programmed to 0.3 mv and is now at nominal 0.6 mv. The caller was inquiring if air bubbles in the device header could have been the reason for the inhibition. The consultant confirmed this could be a possibility and also discussed other possible reasons for the clinical observations. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant of this device, a five second pause in pacing was observed. No adverse patient effects were reported.